Event description:
It was reported that during an atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. When the physician was approaching the right sided veins, the guidewire became stuck and could not be advance into the vein or pulled back. He went back to the middle of the left atrium to safely undeploy the catheter and took it outside the patient. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.